Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Patient presents with dislocation. The case report form indicates the event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Updated with correct catalog number.

Event description:
Index surgery: (B)(6) 2014 revision of right shoulder components due to dislocation. The case report form indicates the event is unlikely related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.